Event description:
Found unresponsive on the floor by roommate. Noted to be in the same position on the floor the night before. He was not seen by others for 48 hours proceeding death and had played basketball about 72 hours before estimated time of death. Most recent hemoglobin a1c was 8.1% both on (B)(6) 2012. He was using an animas insulin pump for several years. Hypothyroidism was also being treated and was in good control.